Event description:
It was reported that a large volume infusor under infused with a patient. This occurred during infusion. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The lot was manufactured on october 3, 2012 to october 4, 2014. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.